Manufacturer narrative:
Final device analysis of implantable neurostimulator (ins) revealed no anomaly found - ins is functionally ok. Final device analysis of the leads and extensions revealed no anomalies; lead and extensions were cut, but functionally ok. Suspected explant damage. One of the titan anchors was cut, suspected explant damage.

Manufacturer narrative:
Product ID (B)(4), lot# v210855, implanted: (B)(6) 2009 explanted:(B)(6) 2012, product type: lead; product ID (B)(4), lot# v240421, implanted:(B)(6) 2009, explanted: (B)(6) 2012, product type: lead; product ID (B)(4), serial# (B)(4), product type: recharger; product ID (B)(4), serial# (B)(4), product type: programmer, patient; product ID (B)(4), serial# (B)(4), implanted: 2009 (B)(6), explanted: (B)(6) 2012, product type: extension; product ID (B)(4), lot# v231377036, implanted: (B)(6) 2009, explanted: (B)(6) 2012, product type: extension. (B)(4). Analysis results were not available as of the date of this report. A supplemental report will be submitted when analysis is complete.

Event description:
It was reported that the patient presented to the emergency room requesting an explant. The implantable neurostimulator (ins) was not covering enough pain. It was indicated that the issue was not normal battery depletion. The neurostimulation system was explanted and was not replaced. There was no patient injury and the patient recovered without sequela.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.